Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a failed sensor alert was unavailable and did not display in the continuous glucose monitor history. Customer's blood glucose was 98 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.